Event description:
The physician attempted to wire a closed arteriovenous (av) fistula graft from the left arm arterially but was not successful. Physician then used a 6.0 x 100mm angiosculpt device from a femoral access short sheath to cross a stenosed av fistula containing overlapping covered stents. After crossing the lesion with a 0.035" wire supported with a guide catheter, the physician exchanged the wire for a 0.014" 300cm wire. The physician used mild clockwise torquing of the angiosculpt device at the femoral hub to facilitate complete crossing of the proximal overlapping stented area but was not successful. After several attempts, the physician removed the angiosculpt device and replaced it with a 4.0 x 40mm pta balloon adn inflated to approx 10 atms. Physician removed the balloon and attempted to insert the 6.0 x 100mm angiosculpt device but noticed an unusual configuration of the catheter tip and the scoring element wires. The tip molded to the scoring element appeared still attached to the scoring element but separated from the balloon shaft. A second 6.0 x 100mm angiosculpt device was utilized to further treat the lesion. Physician inflated balloon to excess of maximum stated pressure at 20 atms for about two mins. Due to the large 10mm diameter covered stent still having residual restenosis, a larger pta balloon was used to further dilate the area. The pt left the hospital in excellent condition.

Manufacturer narrative:
Pt weight is not available. Attempts to obtain pt weight has not been successful. The angiosculpt device was returned for lab analysis. Visual examination confirmed the distal inner member of the balloon detached from the distal bond at the balloon tip seal bond and the distal bond peeled. There was no detached or separation of any portion of the catheter. According to the instructions for use (IFU) for angiosculpt pta scoring balloon catheter otw, retained device components is listed as a possible adverse effect of the procedure.